Event description:
A sprinter legend rx ptca balloon dilatation catheter, length 12mm, diameter 3.0mm, was used to treat a lesion in a patient. It was reported that the distal portion of the device fell off. The device was being used as part of a kissing balloon pre-dilation procedure in the patient's first obtuse marginal and mid circumflex. A .070 guide catheter was used in the procedure. The sprinter legend device had been inserted, inflated and removed from the patient. It was reported that the distal tip of the device "fell off" in the guide catheter during reinsertion of the device. The detached portion of the device was retrieved and discarded. No patient injury occurred and no clinical sequelae have been reported.

Manufacturer narrative:
(B)(4). Eval results: (procedural guidewires). Evaluation summary: the device was returned to medtronic for evaluation. Cd or procedural images were not received for evaluation. Only the proximal section of the device was returned, comprising the luer and strain relief bonded to the hypotube. The hypotube to distal shaft bond was not present on the device and approximately 37cm of the distal shaft was missing. There were radial indentations evident on the hypotube, possibly due to the interaction between a guide wire and the device. An energy dispersive x-ray (edx) analysis of the section of hypotube where the hypotube to distal shaft bond was carried out. The presence of polymer at the site indicates that the distal shaft had been bonded to the hypotube during manufacturing.